Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that intermittently, the collimator would close down and the system had a loss of functionality. There was no patient injury or death reported.